Event description:
Olympus (oekg) was informed that the customer endoeye flex 3d, deflectable videoscope was returned to the olympus repair center for a reported leak at the distal end. However, the initial repair inspection identified the adhesive at the distal end of the scope chipped or peeled off. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the adhesive at the distal end of the scope chipped or peeled off.

Manufacturer narrative:
The initial repair inspection identified the adhesive at the distal end of the scope chipped or peeled off. The physical evaluation and investigation are still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results. The evaluation confirmed the customer¿s reported issue, the bending section cover is damaged/large hole and leaking. Additionally, a reportable defect was identified, the adhesive from the objective lens at the distal end of the scope was cracked/peeled off and missing. The evaluation also noted there are buckles on the cable unit, cracked video connector, the cracked video connector case and the light guide coverglass is scratched. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end chip and peeling adhesive was physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. The event can be detected/prevented by following the instructions for use which state: ¿ltf-190-10-3d operation manual provides the detection method. ¿important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Ltf-190-10-3d reprocessing manual provides the preventive measures. ¿3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿. Olympus will continue to monitor field performance for this device.